Manufacturer narrative:
Despite multiple attempts to gather information from the patient about the reported event, the patient was able to confirm that the sensor was successfully removed on (B)(6) 2023.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the user's arm on the first attempt.